Event description:
The hospital reported that during the endoscopic vein harvesting procedure, the balloon burst. Follow up attempts did not yield any information regarding how the procedure was completed. The hospital did not report any patient complications.

Manufacturer narrative:
The device has not yet been returned to cardiac surgery for investigation. We will continue to pursue the device being returned to cardiac surgery for investigation with the customer. A supplemental report will be submitted when the device has been returned and the investigation completed.